Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of patient-prosthesis mismatch on long-term outcomes after aortic valve replacement. The study population included 645 patients with a mean age of 73 years who were predominantly males. Multiple manufacturer¿s devices were implanted in the study population; 45 patients were implanted with a medtronic mosaic bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: patient-prosthesis mismatch, stenosis, regurgitation and endocarditis. It was reported that some patients had to undergo reinterventions on the aortic valve, either as redo surgical valve replacement or as catheter-based intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: michaela graser, et al. Impact of patient-prosthesis mismatch on long-term outcomes after aortic valve replacement. The annals of thoracic surgery. June 6, 2024; 118(5):1063-1070. Doi.org/10.1016/j.athoracsur.2024.05.025 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.